Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on (B)(6) 2026, a disposable implantable drug delivery device was implanted in the patient. On (B)(6) 2026, nurse observed that the patient was receiving a routine fluid infusion and reported that the patient¿s collar was soaked due to leakage from the device. Nurse immediately removed the leaking device. Later that day, nurse inserted the disposable implantable drug delivery device at the bedside, and the patient did not experience any further adverse reactions.